Event description:
The patient stated their controller was broken. The top of it was cracked. The patient said "this thing is killing me and I can't turn it off." Patient services understood that the patient referring to the stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).